Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Plastic part of the instrument has deformed after approximately 10 uses. Procedure successfully completed with the same device.

Manufacturer narrative:
An event regarding damage involving an triathlon impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection shows signs of deformation, abrasion & indentations on the plastic impaction pad. Examination of the returned device with material analysis engineer indicated the damage observed is consistent with contact with a hard object. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: visual inspection confirming the reported event which shows signs of deformation, abrasion & indentations on the plastic impaction pad. Examination of the returned device in consulting with material analysis engineer indicated that the damage observed is consistent with contact with a hard object. No further investigation for this event is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Plastic part of the instrument has deformed after approximately 10 uses. Procedure successfully completed with the same device.